Event description:
Customer reported a button error alarm. The blood glucose reading is 8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube window, cracked battery tube threads and a missing end cap sticker.